Event description:
It was reported that the patient started experiencing increased secretions, coughing and vomiting. The patient had their settings lowered twice and then was hospitalized for 4 days. The settings were lowered again in the hospital. The patient's mother reports that whenever the settings are reduced initially, she feels better for a bit but then goes back to the same adverse events so she experiences these events irrespective of the stimulation. At the hospital it was confirmed the patient does not have an infection or the flu. No other relevant information has been received to date.